Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the suture sleeve of the right ventricular (rv) lead slipped into the vein and began migrating down the lead. Therefore, the physician had to access the vein through the shoulder to snare the suture sleeve of that lead. The physician elected to remove and successfully replace that rv lead with another. The patient was in stable condition after the procedure.